Event description:
Boston scientific received information that this right ventricular lead was repositioned due to lead failure. There was no capture in both unipolar and bipolar configurations. The patient was asymptomatic. The lead was successfully repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.